Event description:
The customer reported : medical device enteral feeding tube 10 fr with uni tungsten tip used in patient identified in the report, which is covered, requiring change. Per additional information received on 27feb2023, there was an obstruction. The medical device was replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) file could not be reviewed as it was not provided by the customer. The physical samples were not returned for evaluation therefore the reported complaint could not be confirmed nor related to a manufacturing process. The root cause cannot be determined without a physical sample to evaluate. A walk through of the manufacturing process was conducted and determined that the current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger the reported condition. Based on the analysis, the observed occurrence of harm (0) is 0.00280% (1, improbable) which is below the range of the expected occurrence of harm (0) (2, remote). Therefore, no action plan required at this point. The manufacturing facility will continue to monitor customer complaint and feedback notifications for adverse trends that require immediate attention.